Event description:
The biomedical engineer (bme) reported that the multiple patient receiver (org) was constantly rebooting, and the error light is flashing. Not in patient use.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multiple patient receiver (org) was constantly rebooting, and the error light is flashing. Not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. D10 concomitant medical device attempt #1 04/18/2024 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Central nurse's station model: ni sn: ni device manufacturer date: ni unique identifier (UDI) #: ni returned to nihon kohden: not returned

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multiple patient receiver (org) was constantly rebooting, and the error light was flashing. The device was not in patient use. Investigation summary: nk received the complaint device for evaluation and repair on 05/02/2024. The unit was evaluated on 06/10/2024 and the complaint was duplicated. No physical damage or fluid intrusion was observed. The software was re-installed, and the unit was re-initialized to complete the repair. The unit passed testing and operated to manufacturer specifications after the repair. The cause of the issue was software corruption. A definitive root cause for the software corruption could not be determined, but possible causes may include sudden power loss due to an ungraceful shutdown or onsite power outage, or user error while performing software updates. A review of the complaint device's serial number does not show recurrence or other similar complaints. Nk will continue to monitor and trend similar complaints. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the org: central nurse's station: model: cns-6201. Sn: incorrect sn given in correspondence. Device manufacturer date: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na. Transmitter: model: zm-521pa sn: (B)(6). Device manuf.acturer date: 01/08/2015. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Transmitter: model: zm-521pa. Sn: (B)(6). Device manufacturer date: 09/10/2015. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Transmitter: model: zm-521pa. Sn: (B)(6). Device manufacturer date: 12/07/2016. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na . Transmitter: model: zm-521pa. Sn: (B)(6). Device manufacturer date: 02/09/2018. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the multiple patient receiver (org) was constantly rebooting, and the error light was flashing. The device was not in patient use.